Manufacturer narrative:
There have been 3 other cases reported of accidental spill in the pt's eye prior to this incident. The users are not using eye protection for the pt as indicated in the instructions for use. There is one other case with the single dose packaged unit and 2 cases with same substance where the primary package is bottle. On two occasions the user has described the liquid squirting out and coming in contact with the pt's eye. The instructions for use indicate glutaraldehyde is a component in this product and that there is risk of serious damage to the eyes. In case of contact with eyes, rinse immediately with plenty of water and seek medical advice. Wear eye/face protection. Temporary impairment (blurriness, irritation) of the eye is anticipated if not thoroughly flushed and medical attention not obtained as instructed. Temporary impairment should subside with in a few hours or days if thoroughly rinsed.